Event description:
It was reported that the footswitch runs continuously. The event date was reported to be 2 weeks prior to the date of this report.there was no reported impact to patient.

Manufacturer narrative:
(B)(4). The complaint device was returned to medtronic for evaluation. It was confirmed that the device was out of specification and would run continuously. The potentiometer inside the unit was adjusted on the pc board. The device was then tested and met manufacturing specifications. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.